Event description:
It was reported by the customer's mother, that the customer received excessive no delivery alarms. It was also reported that there was an occlusion. Customer's blood glucose level at the time 227mg/dl. Unable to troubleshoot. No add'l info is provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.